Event description:
Patient tested blood glucose as 170 mg/dl on suspect device. Patient was lapsing into unconsciousness and the emergency medical technician's meter read "lo" for blood glucose. At hospital patient's lab test was 16 mg/dl for glucose. She received a glucose intravenously.